Event description:
It was reported that the 9800 system displayed problems with the vertical lift. This issue was identified during a service call. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the vertical column as requested and completed the hv cable replacement.